Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston wont move down. Customer stated that they trying to rewind it multiple times but was not working. Customer stated that physical damaged to the reservoir. No lip ring. Harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. Device received with corroded motor home switch. P-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay.